Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported vi phone that they were experiencing low blood glucose level 40 mg/dl and high blood glucose level 509 mg/dl. It was unknown if insulin pump was on auto mode. Customer reported crack and damage at clip railing. Device will not returned for analysis.